Event description:
The device would not turn on. There was no pt involvement.

Manufacturer narrative:
Analysis summary: the sporadic response to battery power was the result of an intermittent on/off switch.